Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps instrument was analyzed, but failure analysis could not verify the reported complaint. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was identified.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation).

Event description:
It was reported that during a da vinci-assisted malignant myomectomy surgical procedure, the customer noticed that the maryland bipolar forceps instrument moved in one direction after an hour of use. There was no report of fragments falling inside the patient. A backup instrument of the same type was used to continue the procedure. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The instrument was inspected prior to use with no abnormality. The issue occurred while the surgeon¿s head was inside the surgeon side console (ssc)¿s high resolution stereo viewer and manipulating instruments from the ssc. The timing of instrument movement was appropriate. No shakiness, friction, or external collisions was observed. The issue was persistent. There was no instrument-to-instrument or system arm-to-arm interference. The drape number was unknown, and it would not be returned.